Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8300 error code 21-14-227 8300 sn: (B)(4) customer stated that he was getting this error code when he tries to connect the unit up to the 8015. I asked the customer is he having to same problems with any other units the customer said no just this one. I explain to the customer that he needed to replace the logic board in order to correct this error. The customer said I will just send it in for repair, I have another unit that's going out already so I will just put this unit with that. I said ok and the customer ended the call.